Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor alarm or displacement anomalies noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was 114 mg/dl at the time of incident. The customer stated that they were able to clear the alarm and also they were able to rewind the insulin pump. Customer stated that the insulin pump failed the displacement test. Advised the insulin pump requires replacement and to revert to backup. The insulin pump will be returned for analysis.